Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, no pacing was observed on the ECG and telemetry could not be obtained.